Manufacturer narrative:
The treatment tip was returned for evaluation. The datacard log was not returned for evaluation. During evaluation of the treatment tip, service found damage to the tip membrane. During visual testing, service found one corner of the membrane was not glued. Damage to the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns and blisters. Unable to confirm customers account of tip too warm error since datacard log was not evaluated. Based on the available information, damage to the tip membrane most likely contributed to this event. According to thermage flx user manual (p009418-04 rev. A), blisters are a known possible side effects during a thermage flx treatment. The procedure produces heat in the upper layers of the skin. This may cause burns, subsequent blisters and a small chance of scab formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 112918-001. Complaint type identified within risk analysis and performing within anticipated rate. No corrective action required since there is no non-conformance. All adverse events are reviewed during quarterly qrb meeting. Trending will be performed to monitor this issue. No further action is required at this time. The investigation is complete.

Manufacturer narrative:
The product has been received yet not evaluated. The investigation is ongoing.

Event description:
A facility in (B)(6) reported that after a thermage treatment to the face the patient experienced noticeable red spots mostly on the left side of the face. During the treatment a "tip too warm" error message appeared. 400 reps at a level 3 were used. The treatment tip was not inspected prior to use or during the treatment. There was no secondary intervention.